Event description:
Upon insertion the sheath kinked, the lot no was not reported. A second intra-kit was opened and the hemostasis valve was found to be missing. No lot# was available a third intro kit was then opened and utilized successfully.